Event description:
New information received notes that the patient's implantable cardiac monitor (icm) was initially observed via merlin.net. Programming changes were made to resolve the diagnostic anomaly issue on the icm. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited a diagnostic anomaly. No intervention or adverse patient effects were reported.